Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they thought that their implant had shifted positions. The patient was experiencing discomfort and wanted their device removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.